Event description:
The contact stated that the customer tested his blood glucose using his contour meter and her contour meter. The customer's contour read 506 mg/dl, while her contour meter read 96 mg/dl. The difference between readings fails in the "d" zone of the parkes error grid, making the difference clinically significant. While attempting to get information about the contact's meter, the contact ended the call. No product will be returned for evaluation.